Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the "1, 2, 3" unlock screen. The screen would become frozen on the "3" button. As the issue occurred in the past, troubleshooting was unable to be performed at the time of the report. Tandem technical support educated the customer on what could cause a frozen display; the customer acknowledged. The customer's blood glucose level was 240 mg/dl.